Manufacturer narrative:
(B)(4).

Event description:
It was reported "I have a fractured line from the same patient as previous (last year in 2024)." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Event description:
It was reported "I have a fractured line from the same patient as previous (last year in 2024)." There was no patient harm or injury. No medical intervention required. The patient did not require an additional PICC line.

Manufacturer narrative:
(B)(4). The customer returned one 1-lumen catheter for analysis. Signs of use were observed. Visual analysis revealed that the extension line extrusion appeared damaged towards the proximal end. Microscopic examination of the extension line confirmed that it had a hole adjacent to the luer hub. No other defects or anomalies were observed on the catheter. The outer diameter of the distal extension line measured 0.0937", which is within the specification limits of 0.093" - 0.097" per distal extension line extrusion drawing. The inner diameter of the distal extension line measured 0.056", which is within the specification limits of 0.055" - 0.059" per distal extension line extrusion drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user to "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush the extension line. Leaking was observed from the tear in the extension line. A manual tug test confirmed that the extension line remained attached to the luer hub despite the tear in the extension line. A device history record review was performed, and one relevant finding was identified. For batch 13c23b1663, a non-conformance was previously initiated for 13c23b1663 in regards to extension line leak during use. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a damaged PICC was confirmed through investigation of the returned sample. Visual and functional inspections of the catheter revealed the extension line contained a hole adjacent to the luer hub. During functional testing, water leaked from the hole at the luer hub. Based on the customer report, the returned sample, and previous complaints of this nature, manufacturing likely cause or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature. Additional information was added to section b5 based on additonal information received from the customer.

Event description:
It was reported "I have a fractured line from the same patient as previous (last year in 2024)." The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
(B)(4). The customer returned one 1-lumen catheter for analysis. Signs of use were observed. Visual analysis revealed that the extension line extrusion appeared damaged towards the proximal end. Microscopic examination of the extension line confirmed that it had a hole adjacent to the luer hub. No other defects or anomalies were observed on the catheter. The outer diameter of the distal extension line measured 0.0937", which is within the specification limits of 0.093" - 0.097" per distal extension line extrusion drawing. The inner diameter of the distal extension line measured 0.056", which is within the specification limits of 0.055" - 0.059" per distal extension line extrusion drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user to "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used to flush the extension line. Leaking was observed from the tear in the extension line. A manual tug test confirmed that the extension line remained attached to the luer hub despite the tear in the extension line. A device history record review was performed, and one relevant finding was identified. For batch 13c23b1663, a non-conformance was previously initiated for 13c23b1663 in regards to extension line leak during use. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a damaged PICC was confirmed through investigation of the returned sample. Visual and functional inspections of the catheter revealed the extension line contained a hole adjacent to the luer hub. During functional testing, water leaked from the hole at the luer hub. Based on the customer report, the returned sample, and previous complaints of this nature, manufacturing likely cause or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.